Manufacturer narrative:
Good laboratory practice requires that a system be in place for confirming and reporting abnormal values and/or significant changes in patient test results, employing user-defined delta checks, data and printout reviews, and correlation with peripheral smears. An operator manually validated and released erroneous results without verification.

Event description:
The operator reported intermittent erroneous hemoglobin (hgb) values generated by the analyzer. On (B)(6) 2016 a false low hgb was generated, results were held due to a delta flag on the platelet parameter. The operator manually validated the results. The patient received a blood transfusion based on the erroneous hgb value. Further review of result data on samples analyzed pre and post transfusion demonstrated approximately 23% lower values on white blood cell (wbc), red blood cell (rbc), hgb and platelet (plt) parameters indicating the possibility of pre-analytical dilution of the sample. A sysmex service engineer (se) was dispatched to inspect analyzer performance. The se reviewed qc data during the time of the event which was within specification. Precision passed within specification. Repeat analysis of samples demonstrates good correlation. It is unknown if an investigation of sample collection took place. It is unknown if a phlebotomist or nurse collected the suspect sample. Samples drawn from the same arm as an intravenous solution may be falsely diluted. Sample dilution may occur when the sample is drawn from a port that requires flushing with saline prior to the draw. Saline may contaminate the sample in some cases falsely decreasing all parameters. This issue will be reported on the basis that incorrect results from a compromised sample led to a patient receiving an unnecessary transfusion, carrying with it the risks involved with receiving blood products: transfusion reaction, development of antibodies, exposure to blood borne pathogens and infection. No harm due to the patient receiving a transfusion was reported.